Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 638495, 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (para 2), cholecystectomy, d & c, pain menstrual (her cycles are typically once 11 month occurring every 25 to 27 days. Her cycles last three to five days. Her flow is typically heavy and then moderate fining approximately four pads per day), gravida ii, vaginal delivery and spontaneous abortion. Concurrent conditions included menorrhagia, endometriosis (minimal pelvic floor endometriosis), adenomyosis, vaginitis, night sweats, alopecia, dyspareunia, right lower quadrant pain, endometriosis and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain ("pain back was hurting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant/total robotic hysterectomy, cystoscopy.). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the back pain had not resolved. The reporter considered back pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: dicscrepant information: initially it was reported that she had surgery to remove essure. In current follow up it is reported that she had not removed her essure. Lot number 623223 added as reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2011: perforation (fallopian tube) (B)(6) 2012, surgical pathology report-clinical history- dysmenorrhea, premenopausal bleeding' final pathologic diagnosis- peritoneum, left pelvic floor lesion cul-de-sac, biopsy: no endometriosis seen , peritoneum, right pelvic floor lesion cul-de-sac, biopsy: endometriosis, uterus, endometrial curettings, proliferative phase. No hyperplasia or carcinoma. Gross description- the specimen) is received in formalin, labeled with the patients name, designated as "left pelvic floor lesion eul-de-sad' and consists of two fragments of tan-pink, soft tissue measuring 10" 1 x 1 mm and 6)( 4 x 2 mm, the specimens are submitted in their entirety in one cassette. The specimen is received in formalin, labeled with the patients name, designated as flight pelvic floor lesion cul-de-sa.c" and consists 01 a 3 x 2 x 2 mm biopsy oltanpink, soft tissue. The specimen is submitted in its entirety in one cassette. The specimen is received in formalin, labeled wi\h the patients name, designated as "endometrial curettings" and consists of a 3 gram, 3.3 em aggregate of flecks of tan tissue mixed with hemorrhagic mucoid material. The specimen is submitted in its entirety in one cassette 14jun2009, essure confirmation test(s) conducted:result- perforation (fallopian tube). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical record received. Other relevant history and lab data updated. Lot number was added. Event outcome for back pain updated to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included menorrhagia, endometriosis, adenomyosis, vaginitis, night sweats, alopecia and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain ("pain back was hurting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy, cystoscopy.) And surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain and back pain outcome was unknown. The reporter considered back pain, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2012, surgical pathology report-clinical history- dysmenorrhea, premenopausal bleeding' final pathologic diagnosis- peritoneum, left pelvic floor lesion cul-de-sac, biopsy: no endometriosis seen , peritoneum, right pelvic floor lesion cul-de-sac, biopsy: endometriosis, uterus, endometrial curettings, proliferative phase. No hyperplasia or carcinoma. Gross description- the specimen) is received in formalin, labeled with the patients name, designated as "left pelvic floor lesion eul-de-sad' and consists of two fragments of tan-pink, soft tissue measuring 10" 1 x 1 mm and 6)( 4 x 2 mm, the specimens are submitted in their entirety in one cassette. The specimen is received in formalin, labeled with the patients name, designated as flight pelvic floor lesion cul-de-sa.c" and consists 01 a 3 x 2 x 2 mm biopsy oltanpink, soft tissue. The specimen is submitted in its entirety in one cassette. The specimen is received in formalin, labeled wi\h the patients name, designated as "endometrial curettings" and consists of a 3 gram, 3.3 em aggregate of flecks of tan tissue mixed with hemorrhagic mucoid material. The specimen is submitted in its entirety in one cassette (B)(6) 2009, essure confirmation test(s) conducted:result- perforation (fallopian tube) most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as back pain,perforation fallopian tube. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included menorrhagia, endometriosis, adenomyosis, vaginitis, night sweats, alopecia and dyspareunia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain ("pain back was hurting"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy, cystoscopy.) And surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain and back pain outcome was unknown. The reporter considered back pain, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2012, surgical pathology report-clinical history- dysmenorrhea, premenopausal bleeding' final pathologic diagnosis- peritoneum, left pelvic floor lesion cul-de-sac, biopsy: no endometriosis seen , peritoneum, right pelvic floor lesion cul-de-sac, biopsy: endometriosis, uterus, endometrial curettings, proliferative phase. No hyperplasia or carcinoma. Gross description- the specimen) is received in formalin, labeled with the patients name, designated as "left pelvic floor lesion eul-de-sad' and consists of two fragments of tan-pink, soft tissue measuring 10" 1 x 1 mm and 6)( 4 x 2 mm, the specimens are submitted in their entirety in one cassette. The specimen is received in formalin, labeled with the patients name, designated as flight pelvic floor lesion cul-de-sa.c" and consists 01 a 3 x 2 x 2 mm biopsy oltanpink, soft tissue. The specimen is submitted in its entirety in one cassette. The specimen is received in formalin, labeled wi\h the patients name, designated as "endometrial curettings" and consists of a 3 gram, 3.3 em aggregate of flecks of tan tissue mixed with hemorrhagic mucoid material. The specimen is submitted in its entirety in one cassette (B)(6) 2009, essure confirmation test(s) conducted:result- perforation (fallopian tube) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.